Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: techincal state failure at boot up and tf 231036 (auto zero failed). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical state failure at boot up and tf 231036 (auto zero failed). No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that a technical state failure occurred at boot up (tf 231036). The auto zero failed. The pressure calibration for 50 mbar in the service software would not start and indicated an auto zero failure. Additionally, the auto zero test in pneumatics#1 failed to start as per logfile analysis. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The root cause of the issue was traced to a defective pressure sensor assembly. The component was replaced to correct the issue.

Event description:
The following was reported to hamilton medical ag: techincal state failure at boot up and tf 231036 (auto zero failed). No patient involvement.